Event description:
Customer called and stated she sleeps with it on her stomach and while she was sleeping flames came out.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in product on 03/10/2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.